Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the controller battery was not holding a charge. The patient stated when they plug the controller into the outlet, the controller shuts off. The patient stated that the recharger cord was having a shortage and they had to play with the cord to work. The manufacturer's patient services specialist (pss) instructed the patient to inspect the recharger for damage and patient said there was no damage on the recharger but the ac power cord pin was broken and the cord was damaged. The issue was not resolved. A replacement controller and ac power supply were sent out. The patient called back stating they received the controller but not the ac power supply. Pss emailed repair to expedite the ac power supply cord. The patient called back and requested help with setting up the controller for implant. Pss walked the patient through this and once the prompt to plug in the recharger the screen went blank and would not respond. The patient stated they had been saying this that there was an issue with battery p ack. The patient had been sent controller and ac power already. A replacement recharger and battery pack were sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10:concomitant products product ID: 97755-s, serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date. N/a . Product ID: m995402a001, (serial: (B)(6); product type: implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.